Event description:
It was originally reported that the device's battery failed.

Manufacturer narrative:
Upon conclusion of the evaluation, it was determined that this was a malfunction of the clock battery, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Correct reporting institution phone # (B)(6) correct reporter phone # (B)(6).

Event description:
It was reported that the device's battery failed. There was reportedly no patient involvement.